Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015m, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported abnormal resistance value that occurred during procedure. Four (4) electrodes showed values of ¿>10,000 ohm¿ when resistance values measured before the implantable neurostimulator (ins) replacement operation. It was unknown what may have led to the event. The lead insertion regions of the ins (0-7, 8-15) were switched, but there were no changes. The electrodes used and the electrodes with abnormal resistance values did not match, the doctor¿s approval was obtained and the wound was closed without replacing the lead. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as stump pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.